Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned. H3, h6: investigation summary the complaint device was received at the service center and evaluated. The sales rep reported an issue of the generator was experiencing video interference, per service manual operational and diagnostic did not confirm this problem, therefore this complaint can be confirmed. During evaluation, no defect was found with the device. The unit passed all functional tests and is fully operational. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number ((B)(6)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot a manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: occupation: reporter is mitek sales consultant. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep via phone that the vapr vue generator was experiencing video interference during arthroscopic shoulder stabiliz procedure on (B)(6) 2019. They were able to complete the case with another like device. This did cause a 5-10 minute surgical delay. It did not cause patient harm. This is all the information the sales rep has at this time.